Manufacturer narrative:
Note: facility lot number is cordis lot number. Per facility report c 7,450: cordis neurovascular reported no product is expected to be returned to lake region medical for evaluation; however, a copy of the investigation request including lot traceability was provided. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot. The history records indicate this product was final inspection tested at lake region and was determined to be acceptable. The product remains implanted and will not be returned for analysis. Additional information will be submitted within 30 days of receipt.

Event description:
The patient has a 60-70% stenosis present at the stented site, four months after undergoing assisted coil embolization with an enterprise stent. The stenosis stops at the distal half of the stent. The patient was brought back for a treatment of a new aneurysm, and during diagnostic angiograms, the stenosis was noted. The patient did not have any known medical condition that would predispose the event. The enterprise was used in treatment of a wide necked paraclinoidal aneurysm. The procedure was completed without any problems or difficulty with placement of enterprise vrd or the coiling of the aneurysm. Additionally, position of the enterprise was unchanged with follow-up. The patient had no symptoms and there was good collateral flow. The patient would remain on plavix and asa and, a follow-up angiogram was planned in 6 months. Still angiographic shots were provided.